Manufacturer narrative:
This report is being field under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
On (B)(4) 2017 arjohuntleigh has been informed about the incident inolving minuet 2 bed. It was reported that the patient got trapped between the mattress and cot side and sustained damage to his right hip. On (B)(4) 2017 we were informed that patient's right hip was damaged however this existed prior to the incident and no injuries were sustained as a result of this event.

Manufacturer narrative:
This report is being field under exemption e2012070 by arjohuntleigh (B)(4). On (B)(6) 2017 arjohuntleigh was informed about an incident involving arjohuntleigh medical bed: minuet 2. Initially, it was indicated that the patient got trapped between safety side rail and mattress. As a consequence of that, the resident was reported to sustain the right hip injury. Additional information provided on 1 august 2017 by the customer facility representative (district nurse who was looking after the patient) revealed that the patient in question got stuck in the gap between the safety side rail and mattress while attempting to escape the bed from the bottom end of the device. Moreover it was clarified that the damage to the gentleman's hip was not a result of being stuck between the mattress and safety sides panel, as was initially reported, but that was a pre-existing injury (health condition that existed prior to the reported issue). As an outcome of this specific situation, no injuries occurred. The product involved in the incident is a minuet 2 bed, serial number (B)(4), model number: 161aa8a1a which was manufactured on 16 november 2015. 100% manufactured beds are checked on the inspection gate to verify the required product specifications and check whether the acceptance performance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. Arjohuntleigh's minuet 2 electric bed was evaluated at the customer facility by an arjohuntleigh representative who assessed the overall condition of the bed as good and was not able to find any malfunction which could have led to the event. Additionally, we were able to establish that nimbus 3 (standard width) mattress intended to be used with minuet 2 bed has been used with the bed frame during the incident occurrence. Moreover, it was confirmed by the customer facility district nurse that the distance between the side rail and the mattress was approximately 12cm (5inches) big. Please note that according to the standard en 60601-2-52 this distance should not be bigger than 12 cm. The above review is proving that the arjohuntleigh minuet 2 bed is in compliance with standard en 60601-2-52 and no deviation was identified. The product instruction for use (#746-574-UK-1 dated on october 2015), which was supplied with the device involved in the incident, informs the user how to properly use the device to ensure the patient and caregiver's safety. It also contains a general warnings and cautions, including those which warns about entrapment hazard: "before operating the bed, make sure that the patient is safely positioned to avoid entrapment or imbalance." "Entrapment hazards may exist when using a very soft mattress, even if it is the correct size."